Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The sleeve to segment adapter trials stick and are unable to be disengaged.

Manufacturer narrative:
Examination of the returned device was not able to confirm the reported event of the trials being unable to be disengaged. A worldwide complaint database search did not identify any other related complaints for the device family group. Based on the inability to confirm the reported event, a root cause could not be determined and corrective action is not indicated. Continue to monitor per (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.